Event description:
The essure procedure was done on me on (B)(6) 2013. Since then, I have had multiple side effects that I have never had before, including sharp pains, bloating, dizziness, anxiety, heart palpitations, missed menstrual cycles, heavy menstrual cycles, severe cramps, depression, nausea, vomiting, headaches, sharp pains in my hips and my back, severe exhaustion, and severe weight gain. That's not including that I have allergic reactions to nickel, I told the doctor that I was allergic to nickel, and was told that I would have no effects from it, although I do have symptoms now. After informing the doctor who performed the procedure, I was told that "everything looks normal" on my ultrasound. Yet, I am still feeling all of this pain. The essure is said to have "no known side effects," yet I have side effects. The only thing that I see that can be done now is a hysterectomy, which is a surgery that I avoided in the first place by getting the essure placement. This is not acceptable. Essure needs to be taken off of the market until more research on the product can be completed. Women should not have to go through all of this.